Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump had minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 180 mg/dl. The customer stated that prior to the button error alarm the buttons would have response issues. The customer had an upcoming trip out of the country and wanted to use the pump for that one week and then replace it upon returning home. The cause of the alarm was explained to the customer and the customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned and a replacement device was shipped to the customer.